Manufacturer narrative:
The customer's biomed determined the problems were due to the mainframe batteries so he purchased from parts source and has reordered new batteries. The service call was cancelled.

Event description:
The customer reported the system was giving low ma errors. Pt involved no injuries.